Manufacturer narrative:
Block h6 device code a150208 entrapment captures the reportable event of needle shaft unable to reopen after capturing tissue.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used in the stomach during an esg procedure on (B)(6) 2023. The physician used the overstitch to grab some tissue with the helix, when the physician closed the handle, she felt a bit of resistance. The physician advanced with the anchor exchange and felt it click with the anchor. After that, the needle body was stuck in a closed position, and was unable to reopen. The bite performed passed through a tiny bit of superficial mucosa that spread apart by itself when withdrawing the scope. There was no bleeding to note. There was no patient complication reported. The device was removed from the scope and a new overstitch sx endoscopic suture system was used to complete the procedure.